Manufacturer narrative:
This report was initially submitted following notification that a customer in canada reported a misidentification of a blood culture sample from a dialysis patient, in association with the vitek® ms instrument. The customer indicated the following results were obtained from various test methods: vitek ms ID = leclercia adecarboxylata (99.9%) for three tests, vitek 2 gn ID = serratia odorifera, external lab via bruker ms = pantoea agglomerans with comment: "this culture, biochemically, most closely resembles pantoea agglomerans." The customer stated that incorrect treatment (details not disclosed) was provided to the patient, but was reported that on the patients last day in the hospital they were doing well. Biomérieux internal investigation was conducted using the patient isolate submitted by the customer. Five (5) test spots were performed with vitek ms v3 kb v3.0 at biomérieux quality control lab. All five (5) test spots provided an organism identification to leclercia adecarboxylata (same result as the customer on vitek ms). The strain was tested via alternate methods (16s and gyrb sequencing); the organism was identified to leclercia spp. These results are in accordance with the vitek ms results concerning the genus. However, this testing cannot confirm the species "adecarboxylata". The investigation concluded that the vitek ms did not provide a misidentification; therefore, there was no product malfunction. This suggests that the treatment provided to the patient was likely, in fact, appropriate and the reason for positive outcome prior to being released from the hospital.

Manufacturer narrative:
Type of reportable event: corrected to serious injury.

Event description:
A customer in (B)(6) reported a misidentification of a blood culture sample from a dialysis patient, in association with the vitek® ms instrument. The customer reported the following: vitek ms ID = leclercia adecarboxylata (99.9%) for three tests. Vitek 2 gn ID = serratia odorifera. External lab via bruker ms = pantoea agglomerans with comment: "this culture, biochemically, most closely resembles pantoea agglomerans." The customer was to request further testing from the external lab and will repeat the vitek gn ID test. The customer stated that incorrect treatment (unknown) was provided to the patient and was reported that on the patients last day in the hospital they were doing well. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.